Event description:
During routine testing of the device at the service ctr, the tech reported pixels on the display of the roller pump were missing. Control of the pump remained available through the central control monitor as well as local controls of the roller pump. Since the event took place during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress but not yet concluded.